Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling two cartridges. A syringe and needle change was performed and the second cartridge was successfully filled. Blood glucose level was 150 mg/dl.